Event description:
A 15mm motoclip was used to fixate an austin bunionectomy. One leg of the motoclip was allegedly cut to shorten the length of the leg. Upon insertion of the clip, supposedly the legs did not appear to line up correctly with the pre drilled holes in the bone. A mallet was used to fully insert the clip into the prepared holes. Upon removal of the inserter, it was noticed that the bone cortex was cracked dorsally. No x-rays have been provided. A k-wire(s) was used to address the cracked cortex..